Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. (B)(4).

Event description:
It was reported that a (B)(6)-year old caucasian female patient, who underwent primary breast reconstruction with an unspecified mentor tissue expander, suffered spontaneous left side deflation, post-procedure. As a result, the patient underwent implant explanation on an unspecified date. Follow-up is in progress and a supplemental report will be submitted once additional information becomes available.

Manufacturer narrative:
On november 12, 2020, mentor became aware of the following additional information: the suspect medical device was a 750cc artoura breast tissue expander (catalog: smxp150rh lot: 9379126 sn: (B)(6)). The date of implantation was (B)(6) 2020 and the date of explantation was (B)(6) 2020. The patient also experienced left breast infection post-procedure. A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).